Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the redundant power tray assembly to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the redundant power tray assembly to perform failure analysis. The redundant power tray assembly was analyzed and found to have a power distribution board adc fault. There was an analog to digital converter voltage out-of-range on channel 9, 12.0v. This core redundant power tray assembly was tested, programmed and system started at normal mode with error 86 triggered at startup. The unit was in good physical condition.

Event description:
It was reported that prior to starting a bilateral inguinal hernia da vinci-assisted procedure, the customer encountered non-recoverable error 86 after the system's software upgrade. Prior to contacting an intuitive surgical, inc. (Isi) technical service engineer (tse), the customer hard power cycled the system. The system powered on normally, and the error 86 returned after approximately 5 minutes. The tse reviewed the system logs and confirmed error 86 pointing to a voltage error on the intuitive surgical core power distribution (ipd). The customer was not comfortable starting the procedure robotically with the patient asleep in the operating room. No known impact or patient consequence was reported.